Manufacturer narrative:
Submit date: 01/03/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/14/2016 that a customer had an issue with a lite glove. The customer states that the lite glove was pulled over the handle per instructions for use. At the end of the lumbar vertebra surgery, it was found that the glove had tears. There was no additional medication given to the patient since they were provided antibiotics for the surgery. The patient is well.